Event description:
An idrivec was loaded with a ralc45 fired and injured the posterial wall of the rectum. Another device was used to correct the injury.

Manufacturer narrative:
When tested in the lab, the close button stuck the first time it was pushed but would not contribute to the reported event. Another device was attached to the idrivec and the idrivec performed as intended. List device summary: reported condition: because of a stuck button, an idrivec with a ralc fired in an uncontrolled condition. A cs29 attached to the idrivec and the close button stuck again. A second idrivec with a cs29 made a grinding noise when closing the anvil. After opening the anvil, it could not be released form the cs29. Evaluation summary: the close button of the anvil stuck once at the start of inspection of the idrivec during the operation of the idrivec the button worked as expected. A stuck close button will not cause an unexpected firing of the idrivec with a ralc. It requires three distinct sequential displacements of the close button to fire a ralc, first to close the anvil to firing range, second to arm the close button as the fire key and the third to fire the ralc. Calibrated, opened and closed then fired a cs29 without incident or grinding noise.